Event description:
It was reported that the scs ipg was inoperable. Troubleshooting was attempted to no avail. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post-operatively.